Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on (B)(6) 2015, to report that a patient experienced a missing sensor wire. Sensor was inserted at the abdomen on (B)(6) 2015. The transmitter was not snapped into the sensor pod when the sensor was removed. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin.